Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose level and no delivery alarms. Customer's blood glucose level was 500mg/dl and she was going to treat with manual injection. Customer declined to troubleshoot for high blood glucose level. Customer stated that no delivery alarm was resolved and insulin exited with manual prime. Insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm or no reservoir alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked reservoir tube lip and stained address and serial number label.